Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left essure wire extending into the myometrium'), device expulsion ('the left essure wire extending into the myometrium'), pregnancy with contraceptive device ('pregnancy (no complications)'), autoimmune thyroiditis ('autoimmune disorder: hashimotos thyroiditis') and metal poisoning ('nickel toxicity') in an adult female patient who had essure (ess205) (batch no. 12269696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 ((B)(6) 1997, (B)(6) 2005) and preterm labor. Concurrent conditions included immunodeficiency, vaginal yeast infection, parasitic infection intestinal, headache, nausea, vomiting, inflammation, dysuria, cervical radiculopathy, numbness, radicular pain, neck strain, shoulder pain, spinal column injury, blurred vision, cystocele, edema, constipation, shortness of breath, disorder speech, myofascial pain syndrome, bacterial vaginosis, flank pain, anxiety, overweight, gallbladder polyp, renal cyst nos, angiomyolipoma, low back pain, swelling nos, dysphagia, irritable bowel syndrome, weakness, bladder prolapse, urinary incontinence, urinary tract infection, burning sensation, internal hemorrhoids, insomnia, spinal fusion acquired, pelvic pain, ovarian cyst, abdominal pain, hypometabolism and dyspareunia. Concomitant products included bupropion hydrochloride (wellbutrin), ciprofloxacin, clarithromycin (macrobid), escitalopram oxalate (lexapro), eszopiclone (lunesta), ibuprofen, levothyroxine, liothyronine sodium (cytomel), minerals nos;vitamins nos, ondansetron hydrochloride (zofran), rifaximin, temazepam, thyroid (armour thyroid) and tramadol hydrochloride (ultram). In (B)(6) 2005, the patient experienced metal poisoning (seriousness criterion medically significant) and allergy to metals ("allergic or hypersensitivity reaction: to heavy metal nickel"). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), tachycardia ("blood or heart disorder/condition: tachycardia"), fatigue ("fatigue"), aphasia ("expressive aphasia"), tremor ("tremors"), depression ("psychological or psychiatric problems: depression"), anxiety ("anxiety"), palmoplantar keratoderma ("rashes or skin conditions: hyperkeratosis of soles of feet"), pain ("pain body aches/entire body pain") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). In (B)(6) 2006, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary problems"). In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced abdominal distension ("gastrointestinal or digestive system condition: severe bloating"), gastrointestinal bacterial overgrowth ("digestive problems including sibo") and gastrointestinal disorder ("leaky gut"). In (B)(6) 2014, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), amnesia ("neurological conditions or problems: memory loss") and infection ("everything was very inflamed¿ and she was going to send my uterus to pathology for testing"). The patient was treated with surgery (abdominal hysterectomy laparoscopic, salpingectomy complete (bilateral). Cystoscopy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device, autoimmune thyroiditis, metal poisoning, menorrhagia, allergy to metals, fatigue, gastrointestinal bacterial overgrowth, migraine, aphasia, tremor, depression, anxiety, palmoplantar keratoderma, weight increased, bladder disorder, urinary tract disorder, pain, arthralgia, gastrointestinal disorder and infection outcome was unknown, the vaginal haemorrhage had resolved and the tachycardia and amnesia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, allergy to metals, amnesia, anxiety, aphasia, arthralgia, autoimmune thyroiditis, bladder disorder, depression, device expulsion, embedded device, fatigue, gastrointestinal bacterial overgrowth, gastrointestinal disorder, infection, menorrhagia, metal poisoning, migraine, pain, palmoplantar keratoderma, pregnancy with contraceptive device, tachycardia, tremor, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: (B)(6) 2003, (B)(6) 2005: weight:180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2016: findings: iud positioned in uterine fundus. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion (per pfs). Impression: bilateral fallopian tubes successfully occluded. (Per mr); on (B)(6) 2018: impression: essure coils appears to be in satisfactory location (per mr). Pathology test - on (B)(6) 2018: diagnosis: a. Fallopian tube, left salpingectomy: confirmed, no significant pathological changes. B. Fallopian tube, right, salpingectomy: confirmed no significant pathological changes. Endosalpingiosis. C: uterus and cervix, total hysterectomy: secretory endometrium. Unremarkable myometrium. Chronic cervicitis. Negative for malignancy. B. Gross: b. Right fallopian tube with two encapsulated and serous fluid-filled cystic structures adherent to the fimbriae, each measuring roughly 0.5cm in greatest dimension. C. Uterus and cervix, erythematous endometrium measuring up to 0.2cm thickness. Coiled, silver metallic essure wires (each measuring roughly 3.5cm length) are visible within the both left and right cornu, with the left essure wire extending into the myometrium, just deep to the endomyometrium, and the right side extending into the right fallopian tube stump. Ultrasound doppler - on (B)(6) 2016: bilateral leg edema worsening.. Ultrasound abdomen - on (B)(6) 2016: impression: echogenic liver, this can be seen with fatty liver disease or intrinsic liver disease. Stable 3mm polyp within gallbladder.. Ultrasound kidney - on (B)(6) 2018: right renal cyst. Ultrasound pelvis - on (B)(6) 2018: impression: small amount of free fluid in the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: autoimmune thyroiditis, depression, fatigue, weight increased, tachycardia, abdominal distension, gastrointestinal bacterial overgrowth, menorrhagia, aphasia. Amendment: the report was amended for the following reason: this report was detected to be a duplicate to record (B)(4) to which all information was transferred. Then this duplicate record (B)(4) will be deleted. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left essure wire extending into the myometrium'), device expulsion ('the left essure wire extending into the myometrium'), pregnancy with contraceptive device ('pregnancy (no complications)'), autoimmune thyroiditis ('autoimmune disorder: hashimotos thyroiditis') and metal poisoning ('nickel toxicity') in an adult female patient who had essure (ess205), (batch no. 12269696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 ((B)(6) 1997, (B)(6) 2005) and preterm labor. Concurrent conditions included immunodeficiency, vaginal yeast infection, parasitic infection intestinal, headache, nausea, vomiting, inflammation, dysuria, cervical radiculopathy, numbness, radicular pain, neck strain, shoulder pain, spinal column injury, blurred vision, cystocele, edema, constipation, shortness of breath, disorder speech, myofascial pain syndrome, bacterial vaginosis, flank pain, anxiety, overweight, gallbladder polyp, renal cyst, angiomyolipoma, low back pain, swelling nos, dysphagia, irritable bowel syndrome, weakness, bladder prolapse, urinary incontinence, urinary tract infection, burning sensation, internal hemorrhoids, insomnia, spinal fusion acquired, pelvic pain, ovarian cyst, abdominal pain, hypometabolism and dyspareunia. Concomitant products included bupropion hydrochloride (wellbutrin), ciprofloxacin, clarithromycin (macrobid), escitalopram oxalate (lexapro), eszopiclone (lunesta), ibuprofen, levothyroxine, liothyronine sodium (cytomel), minerals nos; vitamins nos, ondansetron hydrochloride (zofran), rifaximin, temazepam, thyroid (armour thyroid) and tramadol hydrochloride (ultram). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced metal poisoning (seriousness criterion medically significant) and allergy to metals ("allergic or hypersensitivity reaction: to heavy metal nickel"). In (B)(6) 2005, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), tachycardia ("blood or heart disorder/condition: tachycardia"), fatigue ("fatigue"), aphasia ("expressive aphasia"), tremor ("tremors"), depression ("psychological or psychiatric problems: depression"), anxiety ("anxiety"), palmoplantar keratoderma ("rashes or skin conditions: hyperkeratosis of soles of feet"), pain ("pain body aches/entire body pain") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). In (B)(6) 2006, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("urinary problems"). In 2010, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced abdominal distension ("gastrointestinal or digestive system condition: severe bloating"), gastrointestinal bacterial overgrowth ("digestive problems including sibo") and gastrointestinal disorder ("leaky gut"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), amnesia ("neurological conditions or problems: memory loss") and infection ("everything was very inflamed¿ and she was going to send my uterus to pathology for testing"). The patient was treated with surgery (abdominal hysterectomy laparoscopic, salpingectomy complete (bilateral). Cystoscopy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device, autoimmune thyroiditis, metal poisoning, menorrhagia, allergy to metals, fatigue, gastrointestinal bacterial overgrowth, migraine, aphasia, tremor, depression, anxiety, palmoplantar keratoderma, weight increased, bladder disorder, urinary tract disorder, pain, arthralgia, gastrointestinal disorder and infection outcome was unknown, the vaginal haemorrhage had resolved and the tachycardia and amnesia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, allergy to metals, amnesia, anxiety, aphasia, arthralgia, autoimmune thyroiditis, bladder disorder, depression, device expulsion, embedded device, fatigue, gastrointestinal bacterial overgrowth, gastrointestinal disorder, infection, menorrhagia, metal poisoning, migraine, pain, palmoplantar keratoderma, pregnancy with contraceptive device, tachycardia, tremor, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: (B)(6) 2003, (B)(6) 2005 (as written per pfs, please note discrepancy). Current weight: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2016: findings: iud positioned in uterine fundus. Hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion (per pfs). Impression: bilateral fallopian tubes successfully occluded. (Per mr); on (B)(6) 2018: impression: essure coils appears to be in satisfactory location (per mr). Pathology test - on (B)(6) 2018: diagnosis: a. Fallopian tube, left salpingectomy: confirmed, no significant pathological changes. B. Fallopian tube, right, salpingectomy: confirmed no significant pathological changes. Endosalpingiosis. C: uterus and cervix, total hysterectomy: secretory endometrium. Unremarkable. Myometrium. Chronic cervicitis. Negative for malignancy b. Gross: b. Right fallopian tube with two encapsulated and serous fluid-filled cystic structures adherent to the fimbriae, each measuring roughly 0.5 cm in greatest dimension. C. Uterus and cervix, erythematous endometrium measuring up to 0.2 cm thickness. Coiled, silver metallic essure wires (each measuring roughly 3.5cm length) are visible within the both left and right cornu, with the left essure wire extending into the myometrium, just deep to the endomyometrium, and the right side extending into the right fallopian tube stump. Ultrasound doppler - on (B)(6) 2016: bilateral leg edema worsening. Ultrasound abdomen - on (B)(6) 2016: impression: echogenic liver, this can be seen with fatty liver disease or intrinsic liver disease. Stable 3 mm polyp within gallbladder. Ultrasound kidney - on (B)(6) 2018: right renal cyst. Ultrasound pelvis - on (B)(6) 2018: impression: small amount of free fluid in the pelvis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: autoimmune thyroiditis, depression, fatigue, weight increased, tachycardia, abdominal distension, gastrointestinal bacterial overgrowth, menorrhagia, aphasia. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs & medical record received: lot no added. Event injury was replaced with joint pain. New events - abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction: to heavy metal nickel, autoimmune disorder: hashimotos thyroiditis, bladder or urinary problems or changes, blood or heart disorder / condition: tachycardia, fatigue, gastrointestinal or digestive system condition: severe bloating and digestive problems including sibo and leaky gut, migraines / headaches, neurological conditions or problems: memory loss, expressive aphasia, tremors; nickel allergy, pain,pregnancy (no complications), pregnancy (termination), psychological or psychiatric problems: depression, anxiety; rashes or skin conditions: hyperkeratosis of soles of feet, salpingectomy (bilateral removal of fallopian tubes), weight gain were added. Severity of event body pain updated as moderate. Outcome of event memory, tachycardia was updated as recovering / resolving and vaginal bleeding updated as recovered/resolved. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, concomitant drugs were added. Case is now incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.